Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot #: va1wts8, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI #: (B)(4). Device evaluated by MFR: ins analysis, when available, will be captured in related report 3004209178-2019-13228. The lead was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the rep met with the patient at the hospital outpatient surgery on (B)(6) 2019. They were scheduled for a revision surgery because they weren¿t having a therapeutic response with the implant since around (B)(6) 2019. The patient reported that prior to around (B)(6) 2019 they had relief of their urinary retention and incomplete emptying and had only felt stimulation vaginally. After that time their incomplete emptying returned, and they only felt the stimulation in their left upper butt cheek; they had tried all 7 programs with the same response. It was felt that the lead may have migrated, but it was not confirmed; the patient denied that any external factors contributed to the issue. The patient¿s implant was interrogated just prior to surgery and found that the impedances were within normal limits, and the battery life showed greater than 6 years on their current setting, but the stimulation was only felt in the left upper butt cheek. During surgery the lead was removed from the left side and another lead was placed on the right. The new right lead had good motor response at low voltage during testing with the ens. The ins was also replaced, and it was reported that the patient was receiving therapy with their new system on configuration 3 at 3.0v with stimulation felt vaginally; the issue was resolved. No further patient complications are anticipated or expected as a result of this event.